Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was stated that the patient experienced a fall last winter and thought that she "pulled out" a lead wire. It was stated that the patient did not suffer an injury as a result of the fall, but her pain was greater and the stimulator could not take care of it at that point. It was stated that the patient had their implantable neurostimulator (ins) checked out at the health care provider's office and a company representative confirmed that the wires were where they were supposed to be. It was stated that everything was fine. It was later reported that all the impedances had been checked and they were within the normal range. It was later reported that the patient received assistance from the healthcare professional (hcp) or manufacturing representative and their concerns were resolved. The patient had an appointment on (B)(6) 2013. However, it was later reported that after the fall she had a change in stimulation.